Event description:
A manufacturer representative (rep) reported an alleged overdischarge. The rep would attempt to charge the battery. No patient symptoms were reported and the device was indicated for non-malignant pain. Additional information received from the manufacturer representative (rep) reported and clarified that the overdischarge didn't occur. It was stated they were aware the battery was low on the day of surgery when they showed up to talk to the patient. The actions taken to resolve the reported issue was that the rep charged it to a quarter full. Additional information received from the manufacturer representative (rep) reported on (B)(6) 2016, they did perform an antenna locate (al) so the patient may have actually been in an overdischarge. They didn't remember seeing a power on reset (por) message to confirm an overdischarge. The rep also discussed an implantable neurostimulator (ins) revision where the ins was moved for recharging due to a broken arm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.